Event description:
It has been reported that device speakers are not functioning correctly.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the device speakers are not functioning properly.